Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she found an air bubbler in the reservoir. Customer stated that the approximate size of the air bubble is about half an inch. Customer states the insulin pump was not rewound with a reservoir in place and insulin was stored at room temperature. Blood glucose value was 145 mg/dl. She was advised to perform manual prime; customer was able to remove the bubble and complete the set change.